Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room (ER) on (B)(6) 2026 due to loss of consciousness. The patient reported they had returned home with their brother after being discharged from the hospital on (B)(6) 2026. That night the patient placed a new pod. The patient remembered giving another bolus and went to bed. The patient reported that their brother found them unconscious the following morning, and transported them to the hospital. The patient was unable to provide information regarding associated symptoms due to reported memory loss following the medical event. The patient was also unable to recall the specific medical diagnosis; however, they reported being on a ventilator and stated that treatment included measures to increase their blood glucose levels. The patient was unable to recall the date of discharge.